Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that the multiple occlusion alarms occurred. The user changed the supplies and resumed insulin delivery. There was no impact to the user's blood glucose level.